Event description:
Dexcom sys down. No notification from dexcom for >12. My blood sugar got so low this morning while I was sleeping. It didn¿t notify my husband that my blood sugar was low. When I woke up I did get my bs up. My husband accused me of turning off notifications. I explained I did not. I¿ve never turned them off before why would I do that now. I a m a type 1 diabetic with hypo unaware. I rely on my dexcom g6 w my (B)(6) to notify me when my blood sugar goes low. I have low seizures with out it. Before my dexcom I checked my blood sugar 14 times a day. I have to know if dexcom is not working! We had no idea until this evening around 8pm the share wasn¿t working! They ¿knew¿ for hours yet never contacted me. Not sure where to list this, but dexcom must have better/faster communication with type 1¿s. They must be required to send out mass text messages to let us know their system is down in a timely manner. And, they need to let us know when not to update our phone software because dexcom is not tested for it. This should be in an email or text message. I have lived as a brittle type 1 for 35 years. I understand things can happen to machines. But this device is so helpful for us, and we get so used to having our loved ones directly connected to what is going on with our blood sugar. We forget that we aren¿t ¿normal¿. Please make them do this. FDA safety report ID # (B)(4).